Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent damaged with the first strut on both proximal and distal ends were pulled and lifted upwards from the crimped stent position. Based on the complaint report and the analysis performed, the damage may have occurred during attempts to cross a calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system.. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-nov-2016. It was reported that crossing difficulties were encountered.   Vascular access was obtained via the femoral artery. The 85% stenosed, 18x2.75mm, concentric, de novo, with a >45 and < 90 degree bend target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. The proximal lad was predilated with 2.00x8 balloon catheter. A 2.75x20mm promus element ¿ drug-eluting stent was advanced but the device was unable to cross the lesion. A buddy wire technique was utilized but it did not help much. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed stent damage.